Manufacturer narrative:
Date of explant: date unknown. During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00527, 1627487-2020-01340. It was reported that the patient had the scs system explanted due to system not providing adequate relief, explant date unknown. No further information is available.